Manufacturer narrative:
H.6. Investigation summary: one n35j injector connected to a p120j protector and vial was returned to our quality team for investigation. Upon visual examination, no anomaly or leak was identified. The protector was noted to be securely fit to the vial, the injector needle properly penetrated the vial stopper, and liquid could move between the syringe and vial without issue. A device history record could not be evaluated as the lot number is unknown. Based upon the visual inspection of the sample received and the investigation, we were unable to determine the root cause for this incident. Conclusion: since no leakage was found after testing the sample received involved in the incidence reported, the defect could not be confirmed and therefore; root cause cannot be determined at this time. H3 other text : see section h.10.

Event description:
It was reported that the protector solus p120j experienced leakage which was noted prior to use. The following information was provided by the initial reporter: when drawing chemo, it leaked from the blue part. An experienced dr. Commented it leaked from n35j and the syringe. Per internal comments: according to sales rep, the issue was not leakage from n35j and the syringe, but leakage from n35j and luer protector.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the protector solus p120j experienced leakage which was noted prior to use. The following information was provided by the initial reporter: when drawing chemo, it leaked from the blue part. An experienced dr. Commented it leaked from n35j and the syringe. Per internal comments: according to sales rep, the issue was not leakage from n35j and the syringe, but leakage from n35j and luer protector.